Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H3 other; h6 codes b21, c21: the viabahn delivery catheter, string and deployment handle are expected to return to gore. If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient underwent an endovascular procedure, where a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was implanted in the external iliac artery (eia), which was heavily occluded with calcium. During the procedure, the eia was pre-dilated with a balloon and the viabahn stent was positioned to be deployed through an 8fr sheath (unknown manufacturer). When the deployment string on the viabahn stent was being pulled, it snapped when there was 2-3 cm left still constrained. The string totally detached from the catheter and nothing could be done to deploy the remaining section of the stent. A balloon was able to be placed into the deployed section of the viabahn stent via access from the contralateral limb and inflated to hold the viabahn stent in position, and with some gentle backward and forward pressure on the deployment handle the catheter detached from the stent and was able to be removed through the 8fr sheath. The section of the viabahn stent that remained constrained was then ballooned successfully and the viabahn stent remained in place with good bloodflow to the patients limb. There was no injury to the patient and surgery was only lengthened by 15 minutes whilst this was dealt with. All available pieces of the viabahn delivery catheter, string and deployment handle have been retained at the hospital.

Manufacturer narrative:
H3 other; h6 codes b01, c21, d16: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The reported failure mode of failure to deploy is consistent with the evaluated broken deployment line. The root cause of reported and evaluated failure modes could not be established within engineering evaluation. The investigation needs to be completed.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient underwent an endovascular procedure, where a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was implanted in the external iliac artery (eia), which was heavily occluded with calcium. During the procedure, the eia was pre-dilated with a balloon and the viabahn stent was positioned to be deployed through an 8fr sheath (unknown manufacturer). When the deployment string on the viabahn stent was being pulled, it snapped when there was 2-3 cm left still constrained. The string totally detached from the catheter and nothing could be done to deploy the remaining section of the stent. A balloon was able to be placed into the deployed section of the viabahn stent via access from the contralateral limb and inflated to hold the viabahn stent in position, and with some gentle backward and forward pressure on the deployment handle the catheter detached from the stent and was able to be removed through the 8fr sheath. The section of the viabahn stent that remained constrained was then ballooned successfully and the viabahn stent remained in place with good bloodflow to the patients limb. There was no injury to the patient and surgery was only lengthened by 15 minutes whilst this was dealt with. All available pieces of the viabahn delivery catheter, string and deployment handle have been retained at the hospital. Reportedly, the hospital had images, where it seemed that a really large and sharp piece of calcium was protruding in the artery right at the point where the string of the viabahn stent snapped.

Manufacturer narrative:
H3 other; h6 codes b01, c19, d1001: the complaint reports vsx device deployment line breakage after partial expansion of the endoprosthesis. Deployment line breakage was confirmed by evaluation of the returned device. However, partial deployment/partial expansion of the endoprosthesis could not be directly confirmed with the information available including returned device evaluation and evaluation of clinical images associated with the complaint. The information provided suggested that calcium may have contributed to the deployment line breakage, and heavy calcification consistent with the complaint description was identified by evaluation of the clinical images available. Therefore, the cause of the reported vsx device deployment line breakage after partial expansion may have been related to the patient condition.